Event description:
Additional information was received from the patient reporting that they had no change in their therapy. They stated that they were concerned their stimulator was malfunctioning. When the battery is low, it emits painful, continuous pulsating, zapping. They feel this where the stimulator is implanted. It lasts as long as the battery is in a low charge state. This occurs even if the unit is turned off. The zapping fades gradually as the battery is recharged. Whenever they turn the unit on with the remote, they get a 5 second tingling sensation all over. They stated that this was not painful. They have local discomfort at the site where the unit is located. It had never felt comfortable. In other words, they were aware of the discomfort nearly all the time. They have to sit and/or lay in a particular way so they do not cause more discomfort. The unit had never operated as well as their first scs device that was placed for 9 years. The original device provided good coverage of the area with the most pain. However, they stated that their current unit¿s coverage doesn¿t give sufficient pain relief. They stated that it feels like the stimulation pulses are going through their chest and not their back where they need it. It was reported that their doctor and manufacturer representative (rep) don¿t know why it is malfunctioning. Their doctor took x-rays to look at he wire in their spine, but everything looked normal. After some discussion the doctor suggested that maybe the unit wasn¿t functioning properly due to fluid leakage into the unit. The patient stated that they only have one wire along their spine. They theorized that fluid may have leaked past the plug for the unused port. The patient makes certain to keep the unit charged up even if they don¿t need to turn it on so that they don¿t experience the painful, continuous pulsating/zapping they experience when the battery is low. Their doctor recommended that they use lidocaine patches on the battery area to reduce the pain at the ins site. The issues were not resolved. The patient stated that they haven¿t made a decision yet whether to replace the unit or just have it removed. They also hadn¿t made decision whether they¿d replace it with an scs device from the same manufacturer or a different one.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports since implant, whenever patient's ins battery gets low, patient feels a zapping sensation at the pocket site, does not matter if stimulation is on/off. Caller reports this then reminds patient to charge her implant. Suggest seeing patient and assessing ins pocket with stimulation on/off. Caller reports she do not have patient's weight.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller reported that shortly after the device was implanted, the device malfunctioned and became progressively worse. Caller stated that the patient experienced zapping when the battery went low, and that was one of the issues described in the letter they received from the manufacturer. Caller indicated that the device was explanted on (B)(6) 2024, by their original implanting doctor. The letter also asked about the disposal of the device. Caller stated they currently have the implanted battery at their request, and the doctor provided it for them. Caller stated they would like to keep the battery instead of following disposal procedures agent reviewed, as they believe they can improve patient experiences by having the right person run diagnostics on the battery. Caller confirmed the patient had issues with their defective stimulator battery ever since they were first implanted, or shortly after. Patient stated that the rep and healthcare provider both determined the implanted battery was defective, and called for replacement. Caller stated the replacement (new stimulator model) was not available for months, so they moved forward with removal of the device as it was unpleasant for the patient.